Event description:
The rptr was experiencing an er1 message on her surestep meter. She had been applying her blood sample to the confirmation dot and not the pink square. She re-attempted blood test using proper technique and received a result of 140mg/dl. No allegation of harm or medical intervention noted.